Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient contacted animas alleging that the pump primed the tubing during the load step while the patient was connected to the pump. An unknown amount of insulin was inadvertently infused into the patient. The patient reported a low blood glucose reading of 31 mg/dl with shakiness, sweating, unsteadiness while walking or standing, confusion, and cognitive impairment. Emergency medical services was contacted and provided treatment of "sugar water" and a sandwich. This complaint is being reported because the patient experience hypoglycemia after the pump primed insulin during the load step; use error was a contributing factor as the patient was attached to the pump during the rewind/load steps. Patients are cautioned against remaining attached during the rewind/load/prime steps during training, in the user's guide, and on the pump screen.

Manufacturer narrative:
Follow-up #1: date of submission: 24-oct-2019. Device evaluation: the device has been returned and evaluated by product analysis on 01-oct-2019 with the following findings:.during investigation, investigation was unable to confirm load malfunction or duplicate. The complaint reported a "load " step malfunction occurred on 6/17/2019. There is no evidence user performed rewind , load after the empty cartridge alarm. The pump was manually suspended and deliveries were not resumed. According to the black box download the pump alarmed eaw 144 "empty cartridge" on (B)(6) 2019 when insulin reached zero. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.